Manufacturer narrative:
Device was explanted and returned. The returned pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was successfully interrogated and the pacemakers memory content was analyzed confirming the clinical observation. The device switched to the eri battery status during follow-up on 27-feb-2020. Furthermore, the battery holter was evaluated indicating no anomalies. The battery impedance was as expected for a fully charged battery. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. Next, the eri battery status was successfully reset and subsequent interrogation yielded the battery status ok. There was no indication of a device malfunction. The root cause for the clinical observation was not confirmed with certainty based on available device data, however, it is reasonable to assume that the eri battery status was triggered by a programmed very high current consumption program. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming, a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status can not be removed by re-programming. In conclusion, the device proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. Instead, a high output program led the device to switch into the battery status eri. There was no indication of a material or manufacturing problem.

Event description:
Eri reached within 10 days, tried memory dump, but not reverted the eri alert. Replaced with new enticos 4 d.